Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date was confirmed to be aug 20, 2021.

Event description:
When the mapping catheter was checked after the persistent atrial fibrillation procedure was completed, adhesion of charred thrombi to the electrodes was confirmed. Rf delivery was performed with the ablation catheter through the splines of the advisor hd grid catheter only once during ablation of the left upper pulmonary vein. The rf delivery site and the carbonized thrombus attachment site were identical. The electric potential in the left atrium was obtained with the advisor hd grid mapping catheter, and bilateral pulmonary vein isolation was performed with the tacticath catheter. There was no thrombus adherence to the ablation catheter. Physicians believe that rf delivery through electrodes is the cause of charred thrombus adhesion. No complications were observed postoperatively. The date of the event is unknown.